Event description:
A distributor reported that a user facility had performed a thermage treatment on the patient and the patient received a burn. Solta medical branded cryogen and ¾ bottle of coupling fluid were used with the highest level of treatment at 4.0. At 270 pulses, it was observed event code ec78c was displayed on the system screen with a message the tip was too warm. The tip was inspected prior to treatment and when the event code and message appeared with no discrepancies found. The day after treatment the patient reported they had a burn on their right cheek. The patient had not received any other treatments on the procedure day or within 30 days prior. Pictures of the patient were reviewed and red papules and crusts were visible on one side of the face from the cheek to the temple area. No details on any treatment to the injury are available at this time. The current outcome of the patient is unknown.

Manufacturer narrative:
The data log from the event was evaluated and it was confirmed the system and handpiece performed as expected. The treatment tip was returned and evaluated and there were no discrepancies found. The tip passed leak testing and visual inspection. No dents, scratches, blemishes or dielectric breakdown was observed. Since the tip was expired no further functional testing could be performed. A review of the manufacturing records showed all requirements were met. According to the thermage flx user manual, burn and blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.